Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 429 mg/dl at time of incident. Customer refused troubleshooting for high blood glucose. Customer stated that they were ok because they already gave them self a bolus using the insulin pump. It was unknown that the customer was using auto mode feature. The device will not be returned for analysis.